Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the air-water cylinder had white foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the reported malfunction: a shortcut in the circuit board unit. The presence of foreign objects was probably due to the use of products that contain silicone, which can cause deposits of white foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed error e226 communication error. The issue occurred during inspection for use in an unspecified procedure. There were no reports of patient involvement.